Event description:
Male pt underwent cystoscopy, transurethral resection of bladder tumor for gross hematuria and bladder outlet obstruction. During the procedure, a loop was used. Tissue adhered to the loop. The loop was removed from patient to clean. When loop re-introduced to patient, loop appeared to be gone. Upon re-examination of the bladder, loop located and removed. Loop and handle available in or department. To be returned to manufacturer for product evaluation.